Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy surgery lobectomy, while stapling the lung, the jaws of the device locked on tissue. The patient experienced unanticipated tissue loss and tissue damage. The surgeon needed to cut the tissue from the jaws to remove the device.

Event description:
According to the reporter, during a video assisted thoracoscopy surgery lobectomy, while stapling the lung, the device became jammed and the jaws of the device locked on tissue. The device partially fired as well. Reset was tried but was unsuccessful. The patient experienced unanticipated tissue loss and tissue damage because the surgeon needed to cut the lung tissue from the jaws to remove the device. The manual retraction tool was used to retract the knife blade and open the jaws once the stapler was removed from the patient.

Manufacturer narrative:
Concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown) sigpshell, sig power sigpshell control shell (lot#unknown) sigphandle, sig power sigphandle handle (sn:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a2, a3, a4, a5a, a5b, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy surgery lobectomy, while stapling the lung, the device became jammed and the jaws of the device locked on tissue. The device partially fired as well. The patient experienced unanticipated tissue loss and tissue damage because the surgeon needed to cut the lung tissue from the jaws to remove the device. The wrench was used to retract the knife blade and open the jaws once the stapler was removed from the patient.